Event description:
It was reported that a sonopet sleeve melted during a procedure. The physician stopped using the sonopet and completed the procedure by conventional methods. No adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the device manufacture date because the serial number of the device was not provided. The device was not returned for evaluation; it is not possible to determine the cause of the melted sleeve without an evaluation of the device.